Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that no insulin exited the infusion set tubing during fill tubing. Reportedly, the luer lock connection was tight and secure. During troubleshooting with tandem's technical support, the customer disconnected the luer lock connection, primed the patient line, and the customer reported that no insulin exiting the patient line. The customer successfully loaded a new cartridge to address the reported issue and insulin delivery was resumed. The customer's blood glucose level was 118 mg/dl.